Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced severe and permanent pain, urinary problems, recurrence, bleeding, emotional distress, suffering, disability, impairment and product problem. Furthermore, it was also reported that the plaintiff died. The cause of death was not reported.

Manufacturer narrative:
Lawyer-filed report.